Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
This complaint was captured via literature (published article). It was mentioned that total duration intra-aortic balloon (iab) pump (iabp) therapy was 22 days. The position of iab catheter was checked using chest x-ray and it showed iabp proximal marker at t2 "verteberal" level. Abdominal CT scan was taken and it showed distal iabp marker in sma (superior mesenteric artery). The iab was exchanged to continue therapy. There was no reported injury to the patient.